Manufacturer narrative:
On april 13, 2023, mentor became aware that incorrect information was included in addition to inadvertently omitted information in the initial report. Post-operatively, the patient observed her right breast became flat and she had physical asymmetry of the left breast. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-04362 for the contralateral event. Manufacturer¿s reference number: (B)(4), in the initial, b5 event description should have stated the patient observed her right breast became flat and she had physical asymmetry of the left breast. Additionally, due to the contralateral event reported, a reference to manufacturing report number 1645337-2023-04362 should have been included.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with implantation of an undisclosed mentor tissue expander. Post-operatively, the patient observed her left breast became flat. Undisclosed diagnostic imaging was performed, and she was diagnosed with a deflated right breast tissue expander. As a result, the patient underwent bilateral removal and replacement with undisclosed implants on (B)(6) 2018. The date of explantation was provided to mentor as a best estimate. No follow-ups could be conducted as no patient or healthcare professional contacts were provided.